Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation image too dark was not confirmed. However, the allegation image purple was confirmed due a defective charged coupled device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, the image was dark and purple in the center. The event occurred during the diagnostic procedure (laparoscopy) and was completed with a similar device. There was no procedural delay or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, the purple image was caused by a defective charged coupled device (ccd or r-unit.) The r-unit can be damaged by the following causes: - unacceptable tension in the area of the ""ccd w. Holder"" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ""c-holder to bumper sleeve"". - unacceptable tension in the area of the ""ccd w. Holder"" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ""ccd w. Holder"" assembly due to using a suboptimal adhesive device¿. Olympus will continue to monitor field performance for this device.